Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory this lead was returned in two segments (proximal and middle) however, the tip was not returned. The distal end of the middle segment was ripped apart at the trilumen insulation and the rs- coils were fractured likely at the tip area of the lead. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high right ventricular (rv) pace impedances measuring up to 1,800 ohms along with noise and oversensing resulting in 30-40 inappropriate shocks. The crt-d exhibited abnormal battery depletion. Subsequently, the patient underwent a revision procedure. The rv lead was partially extracted and the device was replaced. No further adverse patient effects were reported.